Event description:
It was reported that cartridge alarm 20 occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge correctly, enabling the resumption of insulin therapy, and the issue was resolved successfully.